Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the buttons are unresponsive. The pt reported that he was kayaking in a river this morning. The pump was working just after kayaking, but now all buttons are unresponsive. He reported that the keypad is intact.